Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.

Event description:
The customer stated that they tested six patients with four coaguchek xs plus meters using test strip lot number 29779012 and compared these results to those measured on a siemens 1500 analyzer in the laboratory using dade innovin reagent. Of the six patients, four had erroneous results when measured on coaguchek xs plus meter serial numbers (B)(4) using test strip lot 29779012. The compared results were measured from samples collected within 7 hours from each patient. The customer also compared measurements of proficiency samples tested on multiple meters using test strip lot numbers 28631911 and 29779012. The customer started using the coaguchek meters on (B)(6) 2018. A sample from the first patient was tested on meter serial number (B)(4), resulting with a value of 4.1 inr/pt 487.7. A sample from the same patient was tested in the laboratory, resulting as 2.9 inr/pt 32.5. A sample from the second patient was tested on either meter serial number (B)(4), resulting with a value of 4.4 inr/pt 52.8. A sample from the same patient was tested in the laboratory, resulting as 3.2 inr/pt 36.0. A sample from the third patient was tested on either meter serial number (B)(4), resulting with a value of 4.7 inr/pt 55.8. A sample from the same patient was tested in the laboratory, resulting as 2.9 inr/pt 32.5. A sample from the fourth patient was tested on either meter serial number (B)(4), resulting with a value of 4.7 inr/pt 55.9. A sample from the same patient was tested in the laboratory, resulting as 3.2 inr/pt 36.3. No adverse events were alleged to have occurred with the patients. The customer stated that she ran controls on test strip lot number 29779012 on(B)(6) 2018 using controls from two different boxes. All control results were within acceptable ranges. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 297790) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.